Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced a blood glucose of 589 mg/dl with no reported symptoms. The reporter indicated that the patient arrived home from school to find the pump had powered off. The pump battery was replaced and found that there were several occlusion alarms and call service 064-0001 alarms. The pump battery was reportedly removed several times to clear the call service alarms but the pump kept getting the same alarms. The reporter indicated that the pump eventually did not power back on using the battery. The pump history also showed that the pump had given a low battery alarm at 4:30 in the morning; there was no replace battery alarm in the pump history due to continued call service alarms. This report is made based on the allegation that the patient experienced hyperglycemia related to use of a depleted battery in the pump resulting in the pump powering off.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/19/2014 with the following findings: a review of the pump black box showed evidence of unexplained power events. The pump battery compartment was observed to be cracked; the pump battery cap was not returned with the pump for testing. A test battery cap was able to tighten securely to the pump and the pump was exercised for 24 hours without power loss. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no internal moisture was observed inside the pump and no damage was observed to the pump power circuit. The complaint was observed in the pump black box but was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.